Manufacturer narrative:
(B)(4). A batch review will be performed on the lot number provided. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review will be performed on the lot number provided.

Manufacturer narrative:
(B)(4). The actual sample was evaluated and he complaint for a leak was confirmed. The root cause was a manufacturing issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted corporate product surveillance (cps) regarding a leak during therapy. The care giver (cg) said the carpet was wet near where the cassette connected to the patient line extension, but she was not sure which of the two products leaked. This report addresses the potential patient line connector leak. The patient was involved, but there was no serious injury or medical intervention reported.